Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thoracotomy lobectomy procedure, the first firing the device was fired on the bronchus and before opening the device, the bronchus was resected. When the device was opened, it was seen that there were no staples deployed, leaving the bronchus open. The surgeon manually oversewed where the staple line was intended to be. On inspection, it was found that there was no reload in the device, which was expected to be preloaded. The cartridge was in the packaging but was not loaded in the device when the packaging material was opened. No additional device was needed to complete the procedure, as only one firing with this device was needed. There were no adverse consequences for the patient. The device was discarded after the procedure.